Manufacturer narrative:
The impella device was not returned, and therefore, an analysis of the device was not possible. A device history record review was completed and noted the device passed all post sterile inspection checks. The delivery issue root cause was determined to be patient condition as the patient had aortic valve resistance preventing successful delivery of impella. Section h6 investigation coding has been updated accordingly based on the completed investigation.

Event description:
The complainant reported the insertion of an impella cp device to a patient in an acute myocardial infarction/cardiogenic shock was unsuccessful. The patient presented in cardiac arrest. Return of spontaneous circulation was obtained and the patient was taken to the operating room, for extracorporeal membrane oxygenation (ECMO) placement and left ventricle unloading with the impella. However, multiple attempts to cross the aortic/bicuspid aortic valve with the impella cp were made unsuccessfully due to aortic stenosis. Consequently, the impella cp implant was aborted. The outcome status of the patient was indicated as unknown. However, there was no report or indication of adverse effects to the patient.

Manufacturer narrative:
A4: patient weight is unknown. Device status: the impella device was not received from the customer. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smartassist system: section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).